Manufacturer narrative:
E.1. Initial reporter phone #:(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd luer-lok¿ syringe the stopper separated from the plunger. The following was translated from chinese to english: when dispensing liquid medicine according to the doctor's advice, the nurse strictly followed the operation procedure. When pumping liquid medicine, it was found that the pull rod of the syringe was separated from the piston, and the liquid could not be extracted, so the application was not continued.

Event description:
It was reported that while using the bd luer-lok¿ syringe the stopper separated from the plunger. The following was translated from chinese to english: when dispensing liquid medicine according to the doctor's advice, the nurse strictly followed the operation procedure. When pumping liquid medicine, it was found that the pull rod of the syringe was separated from the piston, and the liquid could not be extracted, so the application was not continued.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.